Event description:
Follow up from the health care provider reported the cause of the event was unknown. The implantable neurostimulator (ins) and leads were explanted. The patient did not require hospitalization.

Event description:
It was reported that starting 6 months ago the patient had pain in the hips where the device was implanted. There was no known accident or incident related to this complaint. It was also reported that the patient never had therapeutic effect. The device "never worked" and the patient had to have it programmed 3-4 different times. It was unknown whether the device was off or not. It was also reported that the patient was getting kidney stones removed on (B)(6)-2012 and may possibly have the device removed then. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot# v248952, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).